Manufacturer narrative:
Initial MDR 1219913-2020-00572 was filed on 23-nov-2020 to report a falsely-elevated advia centaur xp ca19-9 result. Additional information, 14-dec-2020: siemens has concluded the investigation. The customer had a sample that produced a result of 126.13 u/ml when tested with advia centaur xp ca 19-9 kit lot: 467 but recovered much lower (4 - 8 u/ml) when tested using alternate methods. When the sample was manually diluted 1:2 it recovered 120.18 u/ml with advia centaur ca 19-9 reagent lot: 467. The customer was unable to provide information regarding medications or supplements the patient may have been taking, and the patient sample cannot be sent to siemens for testing. The patient is undergoing chemotherapy for cervical squamous cell carcinoma. Siemens does not have information about the performance of advia centaur xp ca 19-9 with samples from cervical squamous cell carcinoma patients. The intended use section of the advia centaur xp / xpt ca 19-9 instructions for use (IFU) indicates the assay is "for in vitro diagnostic use in the quantitative, serial determination of ca 19-9 in human serum and to aid in the management of patients with gi carcinoma using the advia centaur xp and advia centaur xpt systems. The test is intended for use as an aid in monitoring patients previously treated for gi cancer. Serial testing for ca 19-9 in the serum of patients who are clinically free of disease should be used in conjunction with other clinical methods used for the early detection of cancer recurrence. The test is also intended for use as an aid in the management of gi cancer patients with metastatic disease by monitoring the progression or regression of disease in response to treatment." Gastrointestinal (gi) carcinoma refers to malignant conditions of the gastrointestinal tract (gi tract) and accessory organs of digestion, including the esophagus, stomach, biliary system, pancreas, small intestine, large intestine (colon), rectum and anus. As stated in the limitations section of the advia centaur xp/xpt ca 19-9 IFU, "the concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity." A review of internal data indicates advia centaur xp ca 19-9 reagent lot: 467 is performing as intended. The cause of the discrepant results seen by the customer when using advia centaur xp ca 19-9 reagent lot: 467 could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. The customer is operational. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
Siemens is investigating. It was noted that troubleshooting investigation, involving testing the same reagents on an alternate system, produced positive results that reproduced those initially observed. The instructions for use (IFU) states the following in the intended use section: "this assay is indicated for the serial measurement of ca 19-9 to aid in the management of patients diagnosed with cancers of the exocrine pancreas. The test is useful as an aid in monitoring of disease status in those patients having confirmed pancreatic cancer who have levels of serum ca 19-9 at some point in their disease process exceeding the median concentration determined for the apparently healthy cohort. Ca 19-9 values must be interpreted in conjunction with all other clinical and laboratory data before a medical decision is determined." The instructions for use (IFU) states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instructions for use (IFU) states the following in the limitations section: "this device is not indicated for screening or the early detection of pancreatic cancer or as a diagnostic tool to confirm the presence or absence of malignant pancreatic disease. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Furthermore, patients known to be genetically negative for the lewis blood group antigens will be unable to produce the ca 19-9 antigen even in the presence of malignant tissue. Phenotyping for the presence of the lewis blood group antigen may be insufficient to detect true lewis antigen negative individuals. Even patients who are genotype positive for the lewis antigen may produce varying levels of ca 19-9 as the result of gene dosage effect. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results."

Event description:
The customer observed an elevated advia centaur ca 19-9 result for one patient, which was reproducible following dilution and re-test using the same assay and instrument. Re-testing using three alternate methods produced negative results, which were considered consistent with clinical presentation and accepted by the physician. There are no known reports of patient intervention or adverse health consequences due to the discrepant result.